Manufacturer narrative:
Visual device evaluation: "visual analysis of the photographs identified device patch with lot number: 1739597 and catalog: mf-375, red particle material on the shell, deformation. Device analysis performed through photographs. Due to the impossibility to perform microscopic analysis it is not possible, to determine the most likely failure mode." Additional, changed, and/or corrected data.

Event description:
Patient reports left side capsular contracture, baker grade IV , and "lumps around the nipples." The patient is concerned with the textured implant. The device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6.

Manufacturer narrative:
Information contained in this report was previously submitted through 410 psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reports left side capsular contracture, baker grade unknown, and "lumps around the nipples." The patient is concerned with the textured implant. The device remains implanted.